Event description:
For a planned implant placement, osteotomy was executed too buccal. Surgeon decided to correct osteotomy freehand and place implant freehand. No further injury or additional medical intervention was reported as a result of this event.

Manufacturer narrative:
This MDR 3012787974-2022-80056 followup is submitted to update adverse event problem codes originally submitted in 3012787974-2022-80056 on nov 15, 2022 based on results of the investigation.

Event description:
For a planned implant placement, osteotomy was executed too buccal. Surgeon decided to correct osteotomy freehand and place implant freehand. No further injury or additional medical intervention was reported as a result of this event.